Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance is affected with the device. There is no reported incident of trauma or accident. It is reported that a complete insertion was achieved at implantation. Also, at the first fitting the user reported hearing sensation in all electrode channels. Two months later during a fitting revision, the user did not have auditory responses in the electrode channels 11 and 12. One month later one more electrode channel was also not giving any auditory sensation and the impedances are higher than the previous fittings sessions.

Manufacturer narrative:
Conclusion. Based on the received information, it seems that the reported lack of hearing was caused by a post operative migration of the active electrode array out of the cochlea. A full insertion was achieved at the initial implantation. A surgery to re-insert the electrode was successfully performed. The concerned device remains implanted and in use. This is a final report.

Event description:
Hearing performance with the device is affected. There is no reported incident of trauma or accident. Reportedly a full insertion was achieved at implantation and at activation user reported hearing sensation on all electrode channels. Two months later the user did not have auditory responses for electrode channels 11 and 12. Another month later one additional electrode channel was identified. A revision surgery was performed on (B)(6) 2020. The electrode was successful reinserted and received in situ measurements taken during revision surgery were indicative of functional device.